Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on (B)(6) 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.  Device evaluated by the distributor

Event description:
It was reported a patient fell from the bed. The nurse was not certain if they had set the bed exit alarm. There was no alleged injury related to the reported event.